Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, lead verification images found a 2 centimeter imprecision. Prior to the procedure, the patient was noted to have two leads placed previously. The plan was developed off the right lead, the lead was then pulled back a few centimeters and was mirrored to the left lead placement. The right lead was then removed and a new lead placed where it was noted the z matched on right and left. The image acquisition was then performed and found the imprecision. The surgeon was reported to have been aware of the imprecision. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis found that insufficient information to determine cause of the event, since the reported event could not be reproduced. If information is provided in the future, a supplemental report will be issued.